Event description:
(B)(6) study. It was reported that the patient had complete heart block procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of antiplatelet other than aspirin at the time of index procedure. The subject received loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated deployment of a 23 mm lotus edge valve into correct positioning of the proper anatomical location on the same day of index procedure, the subject developed complete heart block. Electrophysiology study was performed as diagnostic procedure for this event. Temporary transvenous pacing was placed, and the event was medically treated. A permanent pacemaker was recommended. 1-day post index procedure, the event was treated with the placement of a new permanent pacemaker. On the same day, the event was considered to be recovered/ resolved. The following day, the subject was discharged on clopidogrel.